Event description:
On (B)(6) 2026, a pediatric patient was receiving intravenous nutrition to provide basic life support and prevent malnutrition. An IV set was connected to administer the intravenous nutrition, but it was discovered that the fluid was not flowing properly. Upon inspection, it was found that the rubber stopper on the connector was not springing back, preventing the fluid from flowing properly. The connector was replaced with a new one.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.